Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scratched acoustic lens issue could not be determined, however, the issue was likely due to usage wear and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were unable to be confirmed. During the device evaluation it was observed that there was a scratch on the acoustic lens that reached down to the glue-layer. As a result of this scratch the displayed ultrasound image was defective. Additionally, due to the damage on the ultrasonic probe, a noise occurred on the ultrasound image when operating the angle. These findings were due to wear and tear damage with mishandling and increased use over time. Upon further inspection, it was observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was also observed that the suction, air, and water cylinders had discoloration. It was observed that switch 1 was damaged. It was also observed that the scope cover had a chip. It was observed that the sheet holder unit had corrosion due to water leakage. It was also observed that the number of missing elements exceeded the standard value due to damage to the ultrasonic cable. It was observed that the adhesive on the bending section cover had wear. It was also observed that tightness of the braid had become uneven due to deterioration of the braid of the bending tube. It was observed that the ultrasonic cord case was sticky. It was also observed that the printed/ flexible circuit board was sticky due to water leakage. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, ultrasonic cable and on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the ultrasonic gastrovideoscope had a blurry image and defects on the whole distal end cover. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a scratch on the acoustic lens that reached down to the glue-layer which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.